Event description:
The lead is actively implanted; it was reported there were difficulties getting the packaged stylet into the lead, white crank missing and the fixture tool breaks easily.

Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the lead, as it is actively implanted. Oscor is in the process of having the yellow j stylet (0.35 cm wire) packaged with this lead instead of the grey stylet (0.40 cm wire), based upon engineering tests. The event will be reopened if additional information becomes available.